Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal event. This patient, whom is part of the mulitsense clinical trial, exhibited hypotension during the device reconversion and experienced the vasovagal episode five minutes after the reconversion. Additionally the patients heart rate decreased from 70 beats per minute (bpm) to 40 bpm post conversion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.